Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported mobility of the crown due to implant fracture. Inflammation reported as a consequence of the event. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified that the collar was fractured. Additionally, there was bone/blood residue around the external and internal threads due to usage. Device history record (DHR) review for the lot (63041961) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (63041961) for similar events/complaints and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.